Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: electric pen drive device, cable device. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
This is report 2 of 2 of the same event: it was reported that during pre-surgery, it was discovered that when the electric pen drive device, drill/burr attachment device and the cable device were plugged in, the unit started running. It was reported that there was a slight delay to the surgical procedure. However, the duration of the delay was not specified. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: quality engineering evaluated the device and determined that the reported condition of the device running in locked position was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device passed visual inspection. During the assessment of the device, it was observed that the device disengaged unexpectedly or unintendedly due to the locking mechanism. It was further determined that the device failed pretest for check extraction force with force test stand. It was determined that the most probable cause for the found defect was improper maintenance by the user. The assignable root cause was determined to be traced to maintenance, which is improper maintenance.